Event description:
The following description of the event was documented by a carefusion technical support specialist in response to a phone conversation with a representative of the distributor in (B)(6). "Our dealer claims this unit was alarming extended high ppeak pressure while on a patient, they claim the ventilator was removed from the patient and the patient was placed on another ventilator, there was no harm done to the patient. Our dealer claims they were not able to verify the alarm after power up, they calibrated the insp pressure transducer, before the calibration the zero a/d counts value was 2181, the stored a/d count value after calibration for zero was 2046, after the calibration, the zero stored a/d count was 2199, they left the unit running for one day, after that, they checked the calibration at zero and the a/d counts value drifted to 2241, later on that same day the unit started to alarm ext high ppeak pressure."

Manufacturer narrative:
On (B)(6) 2015 carefusion requested additional information from the distributor in (B)(6) on the reported event. As of april 30, 2015 there has been no response from the distributor to that request. The distributor in (B)(6) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). The distributor in (B)(6) replaced gas delivery engine (gde) with one from their stock to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the april 30, 2015 the alleged faulty gas delivery engine (gde) has not been received.